Event description:
It was reported that pump displayed malfunction alarm and malfunction code that continued to recur even after reset, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer, with support from technical support, reset pump, arranged for pump replacement, planned to use multiple daily injections as backup insulin therapy, was instructed to place malfunctioning pump into storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump within 10 days using pre-paid label.